Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access system (was) with a dilator inside the sheath. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (misshapen/delaminated). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on 8-august-2018. It was reported the release criteria were not met. A left atrial appendage (laa) closure procedure was being performed. It was reported that the device couldn't fully occlude the laa. A watchman® access system was used. The procedure was not completed because of the patient's anatomy. There were no patient complications and the patient was stable. However, the device analysis revealed inner liner delamination.